Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'patient suffered pain and deformity of the left breast. Rupture was confirmed by MRI'. The patient later confirmed the adverse event of capsular contracture baker grade unknown.

Event description:
Explanting physician reports 'patient suffered pain and deformity of the left breast.